Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) bags were leaking from different locations. It was further specified the most common being the seal at the edge of the bags and the edges of the IV port. There was no patient involvement. No additional information is available.